Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net on (B)(6)2019. The remote transmission showed the implantable cardioverter defibrillator exhibiting oversensing on (B)(6) 2019. It was suspected that the episodes may be caused by myopotential oversensing. The patient brought to the clinic for additional testing but the clinic was unable to reproduce the oversensing episodes. The clinic elected to not make any programming changes as it may affect ventricular sensing. No patient symptoms were reported.